Event description:
Subsequent to the initially filed report, additional information was received stating three mitraclips were previously implanted, but the patient returned to the hospital due to progression of disease.

Manufacturer narrative:
All available information was investigated, and the reported detached gripper lever cap was not confirmed via returned device analysis. The reported single gripper actuation could not be replicated in a testing environment due to returned device condition. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported detached gripper lever cap and single gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted two clips were previously implanted, but the patient returned to the hospital due to progression of disease. An xt clip was inserted, however, one of the grippers would not raise and lower after several attempts. The physician pulled on the non-tactile marker gripper cap, and it then detached from the gripper lever. The clip delivery system (cds) was still able to be used, and the procedure was continued. Therefore, the clip was successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.